Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) has insulation damage. The procedure was completed with no reported injury and less than a 15-minute delay. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the problem was detected before the operation and the damage was noticed when the scissors' protection was put on.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have scratches on the main tube. Scratches and abrasions on the main tube are deemed cosmetic damage. The scratch measured approximately 2.23 mm in length and are not axially aligned with the tube axis. Material is not missing from the surface of the main tube. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.